Event description:
It was reported that during a device replacement procedure, high hv lead impedance was observed after connecting the lead to the new device. The lead was capped and replace. The patient was in good condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.